Manufacturer narrative:
Catalog numbers and lot codes of the reported devices are unknown at this time. The devices were reported as unknown monolythic stem and unknown femoral head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. If additional information is received, it will be provided in the supplemental report. Device not returned.

Event description:
It was reported that the patient is having pain and trouble walking.

Manufacturer narrative:
The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that the patient is having pain and trouble walking.